Event description:
It was reported to philips that the users observed a cable failure while the device was in use. It was reported that the alleged failure was observed while the device was in use. However, no adverse patient impact was reported by the customer.